Event description:
It was reported by the customer ¿nurse reports three miniloc port access needles where the hard plastic around the hub and tubing were cracking and leaked." This report addresses the second device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.